Event description:
It was reported that catalys loi-12 is difficult to dock into patient's small eye. Doctor faced vacuum loss and attempted to re-dock several times to be able to proceed with the surgery. Vacuum loss occurred during the lens fragmentation process. Limbal relaxing incision (lri) was performed to replace arcuate incision. There was a delay in procedure of about 5-10 mins. No further information available.

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. (B)(6). Device evaluation : product evaluation was not performed for this incident. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.